Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(4). Device evaluation: the returned sample was received in a ziplock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order number was conducted. The search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zxt150 24.0 diopter iol (intraocular lens) was explanted due to mechanical complications of iol. The replacement lens was a zct150 25.0 diopter lens. It was also noted that there was no intervention required such as incision enlargement, suture and vitrectomy. After the replacement, patient had no complaints. No additional information provided.